Event description:
As reported: "was in a dip fusion case today and had a 2.0x28mm screw snap right at the start of the distal threads as it was being inserted. Breakage occurred with the screw 99% of the way inserted and we were only able to remove the proximal piece. The rest of the screw remained implanted. Surgeon left the broken screw in the patient's finger and used a cerclage wire to compress the joint. Rep mentioned that the patient will require another surgery down the line to remove the wires."

Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the received cannulated low compression screw is broken from the distal end from the initial start of the threaded portion which confirms the event from the microscopic view we can confirm that the breakage is due to ductile overload as we can clearly see deformation in the clockwise direction before the breakage. The breakage surface has a twisted appearance which points towards ductile breakage with permanent distortion and subsequent fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user-related. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "was in a dip fusion case today and had a 2.0x28mm screw snap right at the start of the distal threads as it was being inserted. Breakage occurred with the screw 99% of the way inserted and we were only able to remove the proximal piece. The rest of the screw remained implanted. Surgeon left the broken screw in the patient's finger and used a cerclage wire to compress the joint. Rep mentioned that the patient will require another surgery down the line to remove the wires."